Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that the user was splashed with chemotherapy fluid from a hole in the IV set when the infusion started. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.